Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. There was no patient involvement reported.

Manufacturer narrative:
Additional information: through a follow up with the abbott medical optics field service specialist (fss), it was confirmed that the system was monitored for a period of one month after the service call by the fss and that the system has been working very well. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2015. The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the hard drive, instrument manager, network adapter printed circuit board assembly (pcba) and the advantech single board computer (sbc), which resolved the issue. The unit was found functioning properly. Fss will continue to monitor the system for a period of one (1) month to ensure the proper function of the unit. According to fss the system has so far been working well. All pertinent information available to abbott medical optics has been submitted.